Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the voyager balloon ruptured during first inflation at 18 atm. The lesion was heavily calcified. A new voyager was used to continue the procedure. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). There was no report of any leaks noted during product preparation, which suggests that the balloon was not damaged prior to use. The lesion was heavily calcified, which likely contributed to the difficulties experienced. The warnings section of the IFU states that "balloon pressure should not exceed the rbp. At least 99.9% of balloons (with a 95% confidence) will not burst at or below their rbp." The rbp for the voyager catheter is 14 atm. Inflating the balloon catheter above the rbp may have contributed to the difficulties experienced during the procedure. The reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.